Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The device received with scratched lcd window, cracked keypad at select button, keypad overlay texture damage and cracked retainer.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.